Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 19, 2020 - october 20, 2020. H10: the device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. The cap was easily removed. Functional testing was performed by filling the device. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day stated as "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked. The was further described as ¿the pump was not tight and liquid was found in the protection bag; luer-wing cap and cap of filling connection were found to be stuck¿. This issue was discovered during preparation. The device was filled with 96ml fluorouracil, folinic acid and saline solution. There was no patient involvement. No additional information is available.